Manufacturer narrative:
Results: the cat3 was stretched approximately 120.5 thru 160.0 cm from the hub. The cat3 was ovalized approximately 13.0 cm from the hub. The total length of the cat3 was 163.0 cm from the hub. Conclusions: evaluation of the returned cat3 revealed that the catheter was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. The root cause of resistance could not be determined. The non-penumbra guide wire identified in the complaint was not returned for evaluation. Further evaluation of the returned device revealed that the cat3 was ovalized. This ovalization was likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a tibial disease using an indigo system cat3 aspiration catheter (cat3). During the procedure, while attempting to load a cat3 over a guidewire, the physician experienced resistance and the cat3 would not advance. The physician then continued to advance the cat3 and its distal tip became crumpled; therefore, it was removed. The procedure was completed using an indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.